Event description:
For a turp procedure, pt was prepped on the table, dr was assembling the instruments, and the ring handle of the resectoscope snapped off. No back up instrument available, procedure cancelled.